Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm during load reservoir process and insulin pump was not working. Customer stated that the rewind was completed successfully. Customer stated that the drive support cap was protruded. Customer stated that the insulin pump was not dropped. Customer also stated that customer was using a bag to protect the insulin pump and it was contain a small magnet. No harm requiring medical intervention was reported. The device will not be returned for analysis.